Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: medical records received on ad 21 aug 2020 were reviewed on ad 01 sep 2020 by a clinician to identify patient harms/product issues. Patient received a left primary attune to treat premature osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain and instability secondary to loosening of the tibial tray. Upon entering the joint, the surgeon identified and excised synovitis and swelling. The tibial tray was loosened and debonded at the cement to implant interface and removed. The femoral component was well-fixed but revised. The surgeon notes there was aori type 2a bone loss of the femur and tibia requiring reconstruction. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with a competitor construct utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2020. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.